Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The ens serial number was updated and they were unsure of the patient's weight. No further complications reported.

Manufacturer narrative:
Correction: please correct date MFR rec to 2018-feb-14 for the initial report submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was trialing an external neurostimulator (ens). It was reported that a representative performed a lead pull following the completion of the patient's trial. Following the lead pull at c2, fluid began leaking at the location which was thought to have been csf fluid. A short time later the patient developed a headache. The patient was going to be seen at their healthcare provider's office for a follow up. No further complications reported. Additional information: it was reported the physician performed a blood patch procedure, and the patient is no longer complaining of a headache. The doctor the issue has been resolved. The blood patch procedure took place on (B)(6) 2018. No further complications were reported.